Event description:
The index procedure was on (B)(6) 2011 with stent implantation to the unspecified lesion. On (B)(6) 2012, the patient experienced recurrent ischemic symptoms lasting 10 minutes or more; a repeat angiogram was performed. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effect of ischemia, as listed in the promus everolimus eluting coronary stent system instructions for use, is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.